Event description:
Pt fractured clavicle on (B)(6) 2009 and an orif was performed with an unk synthes clavicle plate and screws on (B)(6) 2009. Pt complained of sharp pains for four weeks and reported that the plate was prominent and a sharp piece appeared to begin coming out of the skin. Pt had not completely healed and hardware was explanted on (B)(6) 2010. Pt was not revised to any add¿l hardware. Pt later re-fractured clavicle. Pt underwent an orif revision on (B)(6) 2010 of the right clavicle fracture, non-union, corrective osteotomy, graft placement, bone stimulator placement along with a clavicle plate and screws. Fracture healed and pt requested removal of hardware. Hardware was explanted (B)(6) 2012. No reported issue with explanted hardware.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or part number or lot number provided.